Event description:
User facility reported several unsuccessful cavity integrity assessment (cia) tests with 2 disposable novasure devices during an attempted endometrial ablation. The procedure was abandoned. During follow-up on 06/30/2009, it was reported that a uterine perforation was confirmed on post laparoscopy. The perforation site was cauterized and the patient was discharged home. During follow-up on 07/16/2009, it was reported the patient has been seen on follow-up by the physician and "she is doing very well". A hysteroscopy was performed prior to the attempted ablation, as was a dilatation and sounding with a metel sound (not a hologic device). It is not known when this perforation occurred or what instrument may have been the cause.

Manufacturer narrative:
Device history record (DHR) review was conducted for the reported lot number of both disposable devices used in this attempted novasure procedure. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. Based on the information obtained to date, no direct correlation can be made between the reported event and the novasure system. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgement to determined whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment.